Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis on (B)(6) 2018. The customer's blood glucose at the time of the event was 100 mg/dl. The customer's blood glucose at the time of the call was 218 mg/dl. The customer treated the diabetic ketoacidosis. The customer stated they were having difficulty calibrating their glucose sensor and that they were reading as low, but did not provide additional information leading to the event. The customer declined troubleshooting for the diabetic ketoacidosis. The insulin pump will not be returned for analysis.